Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a plum 360 infuser where it was reported that a large amount of air (approximately 18") was getting through the cassettes, undetected, and air was bypassing the sensor during patient infusion, on an unspecified date. The problem was noted regularly, and mostly in the oncology unit. The field service engineer picked up the pumps but could not reproduce the errors and the units passed a preventative maintenance check with distilled water acceptably. The customer site did not observe this issue with the plum a+s in any other department and they were hoping the upgrade would resolve the issue but it is still being reported. There was patient involvement, however, there was no report of harm as a consequence of this event.